Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please provide more event details? Did the knife advance completely to the distal tips of the jaws, but not return automatically? Were the staples in the tissue formed in the proper closed b-formation? If the stapler did fire was the staple line complete? If no, please explain.

Event description:
It was reported that during a whipple procedure, they fired on the stomach, on the antrium while using a blue reload. After fired the device could not be opened, it didn't retract back. Manual over ride was used to withdraw the device. Another device used to completed the procedure. There were no patient consequences reported.